Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and ok buttons were intermittently unresponsive. There was evidence of contamination under the key contacts and the ok key was inverted. Evaluation also revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn through the down arrow and ok buttons. During testing, the up arrow, down arrow and ok buttons were intermittently unresponsive. The keypad was removed and there was evidence of contamination observed; the ok key was inverted. Evaluation also revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).